Event description:
Provider states, the user alleges, the chair stops and shows neutral test.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.